Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the proximal ring has corrosion in the trifurbication. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.